Manufacturer narrative:
H6 - 4581: rotation. H6 - work order search: no additional similar complaint type events within associated lots were found. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Event description:
The reporter indicated that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation. Due to lens rotation, the lens was repositioned. This did not resolve the problem. At a later date the lens was exchanged vertically for a same model, power and length lens. The problem was resolved. Cause of the event was reported as other.

Manufacturer narrative:
B5 - the reporter indicated that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation. Due to lens rotation, the lens was repositioned. This did not resolve the problem. At a later date the lens was exchanged vertically for a same model, length and power but opposite toric meridian lens. The problem was resolved. The cause of the event was reported as other. D4 - expiration date: 30-apr-2027 corrected to 30-apr-2028 in initial MDR. H3 - device evaluation: the lens was returned in liquid in a vial. Visual inspection found the lens haptic scratched. Dimensional inspection found the lens to be within specifications. Claim # (B)(4).